Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date: 2013.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. The explanted device will not be returned. No further information has been obtained at this time.